Manufacturer narrative:
G4:17nov2020; b4:24nov2020. A touchscreen assembly was returned for analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. An investigation was performed and the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jun2020.

Event description:
The customer reported misalignment in the touch position on the touchscreen. The service technician confirmed the reported issue and completed calibration of the touchscreen however, it did not resolve the reported issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the touchscreen and the issue was resolved. No other abnormality was confirmed. The following parts were replaced for periodic maintenance 1: oxygen inlet filter, air inlet filter and cooling fan filter. Unit was checked overall, cleaned, run in tests and functionally tested.